Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. Additional lot #: 1121242, 1122364, 1120428.

Event description:
A report was received about a pt who incurred a bleed which involved a cusa excel (B)(4) curved extended standard tip. The event was described as follows: the surgeon was handed the cusa with what appeared to be an inappropriately fitted silicone shroud over the cusa excel tip. He thinks it was the fault of the surgical technician who put the handpiece together. The surgeon used the cusa handpiece and the pt developed a bleed subsequent to using the cusa. The pt did not experience any deficit or injury from the bleed, but the doctor is convinced that it was the result of the poorly set up cusa handpiece. Upon trying to obtain further info from the staff nurse and the sales rep it was learned that neither the nurse or rep were aware of this event. What is interesting is that the nurse was in the operating room with the physician and the pt when this event supposedly occurred and didn't know that anything unusual had occurred. Attempts to obtain info to clarify the event have not been successful.